Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 369 mg/dl and due to shaky hands, a family member had to administer an injection of insulin to address the bg level. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin.